Event description:
A customer reported that the touchscreen of their insulin pump was cracked and shattered, rendering it illegible and unusable after they fell on it. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent, as the pump was under warranty, and instructed the customer on how to put the pump into storage mode before returning it. The customer was also informed they would be receiving a pump with updated software and was advised on the steps to follow upon receiving the replacement. The customer planned to use multiple daily injections as a backup therapy in the meantime.